Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 4574 implantable pacing lead (B)(6) 2010, 4194 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) and did not meet expected longevity. It was noted that the device was programmed with high outputs. The patient was lost to follow-up and the settings were in place for the life of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.